Event description:
It was reported that prior to use with 18 unspecified bd urine collection cups were cracked on the bottom. The following information was provided by the initial reporter, translated from italian to english: sterile urine collection container with screw cap 120ml w/vacuum collection device ref. (B)(4) lot 22297295. Description of complaint: cracking at the bottom.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was discovered that the previously unknown part# is not manufactured through bd. This is a reportable malfunction, however, it will be reported through the manufacturer syntesys.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog #: 331246 was reported, however, this was not able to be confirmed as a part# for this product line. Medical device lot #: 22297295 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use with 18 unspecified bd urine collection cups were cracked on the bottom. The following information was provided by the initial reporter, translated from italian to english: sterile urine collection container with screw cap 120ml w/vacuum collection device ref. 331245, lot 22297295. Description of complaint: cracking at the bottom.